Event description:
The customer contacted stryker to report their device would not recognize when the therapy cable is plugged in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was advised that this device is at end of life, not repairable and to remove from service. The device was not returned for evaluation. The cause of the reported issue could not be determined.